Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose was 85mg/dl at the time of the incident. The customer reported there are two circles impressed on the screen. Customer states the scratch is on the display screen. It interfere with her view of the wording. Customer states they can not read the display. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device had visible lcd display scratches. The device passed displacement test and self test.